Event description:
It was reported that a half day infusor had leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between: july 22, 2013 - july 24, 2013. The device was returned for evaluation. Visual inspection and functional leak testing identified a leak to be coming from the welded area of the volume indicator port located inside of the device housing. The evaluation confirmed the reported problem and found the cause to be an improper weld. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.